Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in (B)(6) site 30 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Dr. Reports perio disease, sinus perforation and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 30 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Dr. Reports perio disease, sinus perforation and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.